Manufacturer narrative:
We, the manufacturer of the device, and our us importer were unable to investigate any further due to the fact that the medwatch report do not contains any information about the patient (such as, but not limited to contact information, name, etc.), the actual device involved in the event (such as, but not limited to name of the device, model number, serial number, etc.) Or the clinic where the event took place (such as, but not limited to name of the clinic, address, physician name, etc.). Based on that and the fact that no other details regarding the treatment has been disclosed, any further investigation resulted impossible. That said, no conclusion has been possible to be made. No remedial action required - investigation on the event resulted impossible, based on the available information. Anyway, in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On january the 28th, 2021, el.en. Electronic engineering spa became aware of an adverse event, reported by us importer cynosure, that received a communication from the FDA, concerning an adverse event happened to a patient recorded on the medwatch system. The patient reported to the FDA (medwatch report #mw5098644), on (B)(6) 2020 an adverse event happened to her, following 4 monalisa touch treatment performed in date (B)(6) 2020. The actual medical device involved in this event was not identified by the patient in the medwatch report. Moreover the patient did not supplied any of her generalities and contact information on the mw5098644 report. The patient reported to have underwent 4 treatments and to still have adverse symptoms since the first treatment. The patient affirms to have read about other women whom gone through the same adverse events as she and reports that this device should not be used. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer cynosure inc. Company located in (B)(6) us, for the investigation on this case. Cynosure informed the manufacturer in date january the 28th, 2020 that they have already started their investigation. Cynosure inc. Also represents us distributor and service center for el.en. Electronic engineering spa medical devices. Cynosure inc. Evaluated the event as reportable because they assumed the lesions to be a serious injury (on the side of caution) and submitted its own MDR report #MDR-1222993-2021-00004 in date february the 16th, 2021 as importer of the device. We, the manufacturer of device, became aware of the event on january the 28th, 2021 by email from the us importer and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because we have assumed the lesions to be a serious injury (on the side of caution).